Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, cs100 intra-aortic balloon pump (iabp) unit was indicating system failure. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation , investigation findings, investigation conclusions), h11 corrected feilds: h6 (medical device ¿ problem code). A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. After cross-checking a variety of parts, the fse replaced the dss datasette assembly (0670-00-1185) and the iab datasette assembly (0670-00-1184). The unit was observed for over four hours and was found to be working okay. Observation was continued for the next five days. The unit was handed over to the customer in good, working condition.

Event description:
N/a